Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-80s mg/dl). Juice, sugar tablets and candy were consumed to address the low bg levels. The customer did not know the cause of the low bg and thought that the basal rate 12:00 am-5:00 am pump setting may need to be adjusted. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg and settings with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus requests made. Basal rate was slightly adjusted up at different times of the day throughout august. Complaint could not be confirmed. There were no obvious requests or deliveries made that would make bg levels to drop. There was no evidence of device malfunction.